Manufacturer narrative:
Female patient sustained full thickness burn on her jowl and facial neurapraxia following rfal procedure. Investigation is ongoing. On 03-aug-2025: a follow-up report is submitted with corrections and investigation conclusions: g2 was corrected (foreign was added). Technical inspection of the system revealed no technical issues. Investigation concluded that the neurapraxia was caused by working in the "no fly" zone, close to the branches of the facial nerve. The burns were caused by incorrect technique: applying rf at the same spot for too long, rubbing against the dermal plexus.

Event description:
Full thickness burn on jowl and facial neurapraxia following rfal procedure.

Manufacturer narrative:
Female patient sustained full thickness burn on her jowl and facial neurapraxia following rfal procedure. Investigation is ongoing.

Event description:
Full thickness burn on jowl and facial neurapraxia following rfal procedure.